Manufacturer narrative:
The returned device was evaluated. The device display shut down within several seconds (screen blank) and 10 beeps were heard. With this condition, the device was unable to operate for more than a few seconds. A hard reset was performed and the device passed all visual and functional testing and was found to visually and audibly alarm during alarm conditions. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The reported issue was unable to be confirmed. The 10 beeps anomaly was observed due to a defective instrument board. The failure was caused by u21 component which did not pass resistance measurement testing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported: it takes a long time to acquire and values that, at first glance, are not correct. No consequences or impact to patient were reported.